Event description:
Following implant, the patient had pain and a burning sensation at the implantable neurostimulator (ins) pocket because the ins was too high and at his beltline. The patient wanted the ins moved. The patient reported that the physician manually (nonsurgically) pushed the ins down. The patient felt that the lead pulled loose because of this. The patient stated "the wire pulled out" and "pushed it down on a fusion on my left hip". It was also reported that if the patient did not constantly lubricate his skin over the ins with lotion, the skin would become extremely flakey. In 2009, impedance measurements were checked and were found to be normal. As of late 2009, the patient had tingling, burning, and a cold water sensation all over his body. The patient also stated "he has pain meds coming out of his ears", but he doesn't want to take them because they alter his mind. The patient wanted the ins removed, but was having difficulty finding a physician to do it. It was noted that the patient had a pre-operative visit and was scheduled to have the system removed, but then was unable to find a ride, so the surgery was canceled. Additional information has been requested, a follow-up report will be sent if additional information becomes available.